Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), iimplanted: (B)(6) 2018, product type: lead. Product ID: 97745bp, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the physician redid the tunneling of the wires and high impedances were still reporting at 5 and 15. The rep reported that the physician replaced the ins. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial #: (B)(4), product type: lead. Product ID: 97745bp, serial #: unknown, product type: accessory. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 04-sep-2022, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient fell about a week ago and patient was feeling the wire twisting in her skin and it was causing pain; stimulation was still the same as before. Patient did not report any recent trauma other than the fall back in march. Patient did not notice any change in therapy at the time other than pain from her fall. The manufacturer's representative (rep) tried to connect with implant today to check system status; rep could not connect with tablet. Patient forgot her patient controller, thus technical services (ts) had the rep use her controller but that couldn't connect. Rep tried to connect with recharger (insr) but got into passive recharge mode. The lithium battery was low and needed to be recharged. The rep will try and recharge it quick and hopefully try to connect to implant again. A revision occurred. Pain was reported at lead site. The rep reported that the ipg was replaced and the system did have high impedances on 5 and 15. Rep wanted to program around the contacts that were out, if not, he would bring her in again for another revision and replace the paddle. No further complications were reported/anticipated.